Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was felt when the device was tried to cross the lesion. The device was removed from the patient and upon inspection, the distal part of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts from the first distal stent row was damaged with stent struts lifted and pulled distally. The undamaged proximal section of the crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. Stent damage most likely occurred during withdrawal attempts. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks on several locations of the along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found multiple kinks on several locations of inner polymer extrusion shaft. This type of damage is consistent with excessive force being applied to the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25 x 12 synergy¿ drug-eluting stent was advanced to treat the lesion. However, resistance was felt when the device was tried to cross the lesion. The device was removed from the patient and upon inspection, the distal part of the stent was found to be lifted. The procedure was completed with another of the same device. No patient complications nor injuries were reported.